Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy and subsequently died. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with vancomycin (2 grams daily, route and duration not reported) and fortacef (1 gram daily, route and duration not reported) for peritonitis. Seven days after the onset of peritonitis, the patient died. The cause of death was reportedly a medical condition unrelated to the peritonitis; however, it was not reported if the patient recovered from the peritonitis by the time of death. It was not reported if dianeal therapies were ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available.